Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2022. Customer was over 600 mg/dl in afternoon and so they bloused. Customer's blood glucose at the time of call was 303 mg/dl. The symptoms for high blood glucose were vomiting. The customer was treated with intravenous insulin drip. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was not active at time of incident. Customer did test for ketones which resulted in positive. The cannula was bent. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2022 at 12:00 due to hyperglycemia and diabetic ketoacidosis. Blood glucose at time of event was 498 mg/dl. Symptoms that were reported with the event included vomiting. Ketone test was done, ketones were present. User was treated with intravenous insulin drip. User stated they were not getting insulin flow blocked alarms when no insulin was being delivered. Day before event at lunch they had changed their infusion set then in the afternoon user stated when they checked their blood glucose it was over 600 mg/dl. User bolused and waited however blood glucose was still over 600 mg/dl. They went home and changed infusion set and noticed when infusion set in use was removed there was a bent cannula. User stated pump never alarmed for no insulin being delivered. Blood glucose at time of event was 303 mg/dl. Auto mode was not in use. The insulin pump will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.